Event description:
Pt reported on online review website that she developed an infection after her second treatment. The clinic involved was contacted; they noted the pt was prescribed antibiotics and responded. Relationship to the procedure was unconfirmed.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed. Product met specifications prior to shipment and following all subsequent service activity.